Event description:
Bayer case number: (B)(4). Aggravated pelvic pain (sometimes acute, according to the patient) [pelvic pain female], pelvic venous disorders [vein disorder] , chronic tiredness [tiredness] , polyp in uterine fundus [uterine polyp] , abdominal pain [abdominal pain] , digestive disorders [digestion impaired] , deep dyspareunia [deep dyspareunia] , impact on the patient¿s personal life [impaired quality of life] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("aggravated pelvic pain (sometimes acute, according to the patient)") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of wrist surgery in 2011 and drug intolerance, parity 2 (2009 and 2012.), haemorrhage in pregnancy, gravida ii and body mass index normal. Previously administered products included: iud nos and oral contraceptive nos. The patient had a family history of breast cancer (grandmother), skin cancer (mother) and prostate cancer (grandfather). On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2019. On unknown date she experienced vein disorder ("pelvic venous disorders"), fatigue ("chronic tiredness"), uterine polyp ("polyp in uterine fundus"), abdominal pain ("abdominal pain"), dyspepsia ("digestive disorders"), dyspareunia ("deep dyspareunia") and impaired quality of life ("impact on the patient¿s personal life"). The patient was treated with surgery (subtotal hysterectomy by laparotomy). At the time of the report, the dyspareunia had not resolved. The outcomes for pelvic pain, vein disorder, fatigue, uterine polyp, abdominal pain, dyspepsia and impaired quality of life were unknown. The reporter considered abdominal pain, dyspareunia, dyspepsia, fatigue, impaired quality of life, pelvic pain, uterine polyp and vein disorder to be related to essure administration. The reporter commented: essure removed on (B)(6) 2019 by subtotal hysterectomy by laparotomy. Polyp in uterine fundus. No malignancy, no adenomyosis, no endometriosis naturopathy was effective regarding pelvic pain, but the patient still had deep dyspareunia. She also had physiotherapy sessions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.661 kg/sqm. [Magnetic resonance imaging pelvic] on (B)(6) 2019: endometriosis suspected: thickening of the uterosacral ligament. No anomaly regarding the uterus or ovaries.; on (B)(6) 2020: no argument consistent with relapse of deep pelvic endometriosis. Bilateral varices. Vesicular stones (6mm, 3mm and 4mm) [ultrasound abdomen] on (B)(6) 2020: no anomaly [ultrasound doppler] on (B)(6) 2019: incontinence and dilatation of left ovarian veins and pelvic varices. [Ultrasound pelvis] on (B)(6) 2019: essure in place, endometrial polyp, varicose veins (uterine adnexal); on (B)(6) 2019: hematoma of the wall (leading to pain, for 4 months according to the patient) followed by spontaneous resolution case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.